Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a non-qualified cartridge. The handpiece and viscoelastic information were not provided. It is unknown if qualified products were used. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens/cartridge combination. The company foldable intraocular lens (iols) are qualified for use with the company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, the surgeon noticed that the leading haptic was missing its round circular end once the lens was inserted during the initial procedure. The surgeon decided to leave the iol in as risk versus benefit outweighed removing the lens. The lens remained implanted and appears to be sitting well. The procedure was completed on the same day without any harm to the patient. Additional information has been requested.